Event description:
The customer stated she was hospitalized due to diabetic ketoacidosis. The customer stated after eating, her blood glucose was high and she felt queasy. The customer stated she tested high for ketones and began vomiting, so she went to the emergency room. The customer's doctor stated the hospitalization may have been pump-related. The customer was unable to perform troubleshooting during the initial call, but the customer was able to call back and perform troubleshooting. The insulin pump passed the prime and high pressure tests. The programming on the insulin pump was correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best our knowledge.